Manufacturer narrative:
Clinical investigation: a likely temporal association exists between the liberty cycler/ fmc cassette and the patient's peritonitis event. However, there is no documentation in the complaint file that indicates a causal relationship. The possibility exists the patient's peritonitis event is related to a breach in aseptic technique during ccpd therapy. However, based on available information the exact etiology of the patient's peritonitis event cannot be fully determined. Should additional information become available this clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis nurse reported that a peritoneal dialysis patient was hospitalized and experienced peritonitis. Upon follow up correspondence with the patient's nurse, it was reported that the patient was hospitalized on (B)(6) 2017 for peritonitis and treated with vancomycin and ceftadizime. The culture reports were not available to the nurse. The patient was discharged from the hospital on (B)(6) 2017 and was still recovering from peritonitis. The patient started peritoneal dialysis therapy on (B)(6) 2016. The patient has comorbid condition of diabetes, hypertension and many other unspecified medical conditions. Patient¿s concomitant medications were not reported. Patient is continuing with pd therapy without any issues.

Manufacturer narrative:
Date on follow up 1 should be 2017-12-04.

Event description:
A peritoneal dialysis nurse reported that a peritoneal dialysis patient was hospitalized and experienced peritonitis. Upon follow up correspondence with the patient's nurse, it was reported that the patient was hospitalized on (B)(6) 2017 for peritonitis and treated with vancomycin and ceftadizime. The culture reports were not available to the nurse. The patient was discharged from the hospital on (B)(6) 2017 and was still recovering from peritonitis. The patient started peritoneal dialysis therapy on (B)(6) 2016. The patient has comorbid condition of diabetes, hypertension and many other unspecified medical conditions. Patients concomitant medications were not reported. Patient is continuing with pd therapy without any issues.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse reported that a peritoneal dialysis patient was hospitalized and experienced peritonitis. Upon follow up correspondence with the patient's nurse, it was reported that the patient was hospitalized on (B)(6) 2017 for peritonitis and treated with vancomycin and ceftadizime. The culture reports were not available to the nurse. The patient was discharged from the hospital on (B)(6) 2017 and was still recovering from peritonitis. The patient started peritoneal dialysis therapy on (B)(6) 2016. The patient has comorbid condition of diabetes, hypertension and many other unspecified medical conditions. Patients concomitant medications were not reported. Patient is continuing with pd therapy without any issues.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis nurse reported that a peritoneal dialysis patient was hospitalized and experienced peritonitis.